Event description:
The recipient reportedly experienced electrode migration. On (B)(6) 2019, the recipient underwent surgery and had some electrodes reinserted. The surgeon noted that the recipient's cochlea is ossified.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. This is the final report.